Manufacturer narrative:
Additional information provided in d,4., d.9., h.2., h.3., h.6. And h.11. One opened broken phacoemulsification tip without a wrench, with a sleeve in a plastic cup, in a bag was received for the report. Sample was visually inspected and found to be nonconforming. Broken a little below cone to transition area. Breakage is very jagged. Cracks in cannula on both parts where parts broke in two pieces. Wall thickness is very uneven at the break area. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached to the file was reviewed by the manufacturing site. Photo show a broken phacoemulsification tip. Reported issue confirmed from photo. The complaint evaluation confirms the phacoemulsification tip is broken. The reason for breakage is due to a uneven wall thickness creating a weak region at the thinner section. The uneven wall thickness is a manufacturing issue created at the machining process for the phacoemulsification tips. An investigation has been initiated and is currently in progress, to further investigate the broken phacoemulsification tip. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification throughout the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that phacoemulsification tip was broken during cataract surgery with intraocular lens implant .the surgery was completed by replacing with new one. There was no patient harm.